Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that while using the cable ready screwdriver to secure the set screw in the crimp of the cable ready, part of the crimp component sheared off.

Manufacturer narrative:
A patient history review indicated that there was no harm or injury to the patient. A complaint history search found that this is the first complaint for any of the potential product lot numbers involved. There is a package insert included with this instrument which has instructions for use. Some of the relevant instructions included in this insert are "the amount of tension placed on the cable surgically depends upon the clinical situation and requires judgment by the surgeon. Utmost care should be taken to prevent excessive tensioning of the cable around the bone because overtensioning may damage the bone. And, breakage of the cable may occur by overtensioning when the scale blade reaches full travel, leaving bundles of frayed cable inside the tensioner." Due to the product not being returned, this complaint cannot be confirmed and no product issue was identified. The most likely cause of the cable breaking is overtensioning. There was no product returned; therefore, no physical evaluation could be conducted. All of the potential device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. The cable is used for treatment.